Event description:
Correction: the initial MDR [6000034-2025-03391] submitted on september 22, 2025 was filed inadvertently. No explantation has occurred. Per the clinic, the patient developed chronic wound issues, pain and drainage due to chronic skin infection (specifc date not reported). Subsequently, the patient underwent abutment removal procedure and skin revision surgery to remove the diseased skin under general anesthesia on (B)(6) 2025. The patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient experienced chronic wound issues, pain and drainage due to chronic skin infection (specifc date not reported). Later the patient underwent revision surgery to remove the diseased skin (specific date not reported) and the device was subsequently explanted on (B)(6) 2025. The patient was re-implanted with another cochlear device during the same surgery. Additional information has been requested but it has not been made available as of the date of this report.